Event description:
Patient reported that they are having an increase in depression and believes their device is no longer functioning. No other relevant information has been received to date.

Manufacturer narrative:
D2. Corrected data, initial report: incorrect indication inadvertently used.